Manufacturer narrative:
Result of investigation: photo evaluation confirmed the reported issue of the customer. The device history record (DHR) review reveals that manufacturing personnel contribute to the failure. As a resolution, manufacturing personnel were retrained. (B)(6) medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the middle of suction of the catheter suct dry rigid 08fr kit 100/cs was collapsed and seemed like the catheter was melted. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.